Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 303310. Batch # 4165300. It was reported that the bd luer-lok barrel / flange was damaged. The following information was provided by the initial reporter: verbatim: the medication squirted out towards the top of the syringe. About 5-6 20ml syringes has visible holes in them. Additional information received on 22oct. I am in the process of sending back 2 syringes that were given to me. The other ones that were used were thrown away. 1. Can you please provide an exact date of event in mm-dd-yyyy format 10-10-24, 10-11-24, and 10-15-24. 2. What was the impact to the patient? Medication was wasted that could have been given to the patient. 3. What was the medication/fluid in use at the time of the event? Propofol.

Manufacturer narrative:
Two samples and photos received by our quality team for investigation. Through visual inspection, a hole can be seen on the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.